Event description:
The hcp reported, through the manufacturer's implantable systems performance registry, that the patient presented with signs of infection including site redness with swelling and tenderness to palpation. The drug used in the patient's pump is sufentanil (100.0 mcg/ml) delivered at 0.03 mg/day. The primary location of the infection was the device pocket. A culture was obtained of the device pocket which produced staphyloccocus growth. The patient was treated with total device system explant and the infection resolved. The hcp plans on implanting a new device system in the future.